Manufacturer narrative:
Age, weight, ethnicity: per regulation (EU) (B)(4) (general data protection regulation), patient identifiers should not be collected or recorded or shared with any third parties; therefore the information is not provided. Date of event: unknown /not provided. (B)(6). (B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a patient had treatment and the flap lift was difficult and surgeon had to use a crescent knife to finish the cut. At post-op exam patient was diagnosed with diffuse lamellar keratitis (dlk). No additional information has been received.